Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The customer reported, ¿I got infection and it failed.¿ no other details were specified in the initial report. Follow up contact was made with the customer and they stated that the biosensor was inserted at the back of the upper arm, and he developed an infection with redness, inflammation, and swelling. The area was sore. He consulted a doctor who prescribed an unspecified antibiotic and a topical pain reliever. He did not remember the name of the antibiotic or the dosage. At the time of the follow up contact, the customer had recovered and the site was healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional customer or event details are available.